Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient reported that she believed her sensor failed sometime between 7:00 p.m. And midnight on (B)(6) 2026. According to her insulin pump, her glucose readings were initially high, then low prior to the sensor failure. It was not confirmed during the call whether she received any low-glucose alerts at that time. The patient was reportedly unconscious for approximately 10 hours and was found unresponsive at around 10:30 a.m. On (B)(6) 2026. Emergency medical services were contacted, and she was transported to the hospital. The patient stated that she received IV dextrose during treatment. At the time of the report, the patient remained hospitalized. Although additional attempts were made to obtain clarification of event details, no reply has been received. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.